Event description:
It was reported that the customer was hospitalized due to low blood glucose of 4mmol/l. Troubleshooting was performed. It was stated that the customer remembered having a big meal, and then he went for a walk. While he was walking the customer got tired, had blurry eyes, and passed out in the snow. It was stated that the bolus history showed the last bolus he gave himself was early in the evening the day before the event. Also, it was found that the customer changed the infusion set the night before his admission. The self test was performed and passed as well the insulin did exit during the prime test. It was stated that he was frozen as well the insulin was frozen when he was found. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.